Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040609 captures the reportable event of balloon tip bent.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, when opening the balloon, the tip of the balloon was bent and unable to be advanced down the scope. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.